Event description:
It was reported that a physician commented in passing at the hospital that on two separate occasions, the unspecified xience xpedition stent delivery system was advanced and with deployment, the balloons inflated unevenly causing the stents to be deployed unevenly and there was a need to post-dilate with an unspecified non-compliant balloon to fully appose the stents to the vessel wall. There was no clinically significant delay in the procedure or no adverse patient effects reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.